Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two days after a laparoscopic sigmoidectomy procedure where the device was used for transecting the proximal colon, the patient had an anastomotic leak. The patient was re-operated to close the leakage and a colostomy was created. The staples were observed to have not conformed correctly to the "b" shape. The patient's hospitalization stay was extended by about 2 weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.